Manufacturer narrative:
This report is being submitted under exemption (B)(4) by the manufacturer (B)(4) on behalf of the importer (B)(6). Additional info will be provided upon conclusion of the manufacturer's investigation.

Event description:
As stated by the customer (B)(6) 2012: a resident had fallen from the lift bath trolley; device tagged out afterwards. Unk if injured, no further info was known by initial reporter; however, state surveyors were onsite in response to the incident. Per the arjohuntleigh service tech's event description: "sometime in (B)(6) (no one knew for sure), caregiver was lifting up the bolero, while the resident, was laying on it with the safety strap on. As she was raising the bolero, the battery got caught on the lip of the tub, the caregiver continued raising, and at some point, somehow, the lift fell forward. The resident never came out of stretcher part of bolero completely, because she was strapped in with the safety belt, but the resident did come in contact with the floor. (Please note) the bolero stretcher part was facing away from tub. The battery side was up against the tub. Also note that one of the castor brakes was not applied."